Event description:
It was reported that the "bearings were coming out" of the attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.